Event description:
The customer reported having an alarm. It was stated that the customer placed a new reservoir full of insulin, rewound, primed, and received an alarm. Advised the customer to disconnect from the pump, removed the reservoir, rewound and primed again. The customer indicated the insulin did not exit and the alarm occurred again. Advised the customer to revert to back up plan of manual injections. Troubleshooting was not performed; the customer did not feel good. Then the paramedics arrived and appraised the customer's situation. Additionally it was found that the customer overfills the reservoir. A new reservoir was filled with less insulin and placed on the pump. The pump recognized the reservoir. The programming on the pump was correct.